Manufacturer narrative:
The lot number for the device has been provided. A review of the device history record is currently being performed. The device has not been returned to the MFR for eval to date. The investigation is currently underway.

Event description:
It was reported that a vascular stent delivery system could not be completely advanced to the treatment site and upon retraction, the stent began to prematurely deploy. Reportedly, the stent delivery system was advanced over the bifurcation without incident; however, it could not be advanced past the first focal lesion present in mid sfa. When the system was retracted, it appeared that the distal end of the stent began to open. Reportedly, the delivery system could not be removed through the sheath; therefore, the delivery system and the introducer sheath were retracted simultaneously over the wire. Upon removal, it was observed that a portion of the stent had detached and remained within proximity to the first focal lesion. When the introducer sheath and delivery system were removed from the guidewire, it was observed that a portion of the stent had detached and remained within proximity to the first focal lesion. When the introducer sheath and delivery system were removed from the guidewire, it was observed that a portion of the catheter shaft remained loaded on the guidewire outside of the pt. The detached portion of the catheter was then removed from the wire and an add'l vascular stent system was advanced past both focal lesions. A stent was successfully implanted without further incident. No report of injury to the pt.